Event description:
Dealer alleges, the pilot valve is leaking, the sieve beds are leaking sieve material, the heat exchanger is leaking and the on off switch is causing no audible alarm on a (B)(4) concentrator.